Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String came undone, had to get creative to remove tampon [foreign body in reproductive tract]. Tampon came undone, string came apart [device breakage]. Case description: consumer reported via e-mail that string came undone. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
String came undone, had to get creative to remove tampon [foreign body in reproductive tract]. Tampon came undone, string came apart [device breakage]. Case description: consumer reported via e-mail that string came undone. No serious injury reported.